Manufacturer narrative:
No unexpected button error alarms noted during failure analysis. The insulin pump was received with no button response on the esc button due to corroded keypad traces noted. Failure analysis was unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm that could not be cleared. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.